Event description:
Unit reports that during the past 2 months, one pt has experienced a localized reaciton around the cannulation site. Symptoms include rash, inflammation, and occasional blistering. Pt has used the same code of medisystems fistula needles for the past three years with no reactions.